Event description:
It was reported that the patient presented in clinic for follow up feeling unwell. Upon review, it was noted that the right ventricular(rv) lead delivered an inappropriate shock due to lead dislodgement. The dislodgement was confirmed via x-ray imaging. The patient presented to a scheduled lead revision. During the procedure, the rv lead could not be re-positioned as the helix would not retract. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were inappropriate shock due to lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood and tissue.